Manufacturer narrative:
Concomitant product: 6944-65 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The physician decided to cap and replace the lead to promote greater implantable cardioverter defibrillator (ICD) longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.